Manufacturer narrative:
The t:slim x2 pump user guide states: always make sure that the correct time and date are set on your pump. Not having the correct time and date setting may affect safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was inaccurate. Reportedly, the customer did not change the time for daylight savings. Tandem technical support assisted the customer in updating to the correct time. Customer acknowledged issue was due to use error. Additionally, it was reported that the pump seemed to change a couple of minutes per month. Reportedly, the pump was off about 12-15 minutes. Customer's blood glucose was not impacted. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.